Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients.

Event description:
(B)(4) ¿ the dentist reported that 4 months and 17 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, 30 n.cm of primary stability was achieved and the patient presented bone type I.